Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general comment that there is the feeling that some proglide devices produce clicks twice [when pressing in the proglide plunger]. No additional information was provided.